Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen cvc, introducer needle, guidewire assembly, and dilator for analysis. Signs of use were observed on the returned catheter. After failing functional testing, visual and microscopic analysis revealed a small hole around the middle of the distal extension line. The edge of the hole appears smooth, angled and uniform, which is damage consistent with contact with a sharp instrument (i.e. Needle, scalpel, scissors, etc). No defects or anomalies were observed with the proximal extension line. The hole measured 14mm from the luer hub. The outer diameter of the extension line measured 2.40mm, which is within the specification limits of 2.39mm - 2.49mm per the distal extension line extrusion product drawing. The inner diameter measured 1.651mm, which is within the specification limits of 1.65mm - 1.75mm per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the distal extension line, water was observed leaking from a small hole along the extrusion. No leaks or anomalies were observed when flushing the proximal lumen. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal c annot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a small hole around the middle of the distal extension line. The edge of the hole appears smooth, angled and uniform, which is damage consistent with contact with a sharp instrument (i.e. Needle, scalpel, scissors, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the extension line leak used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the extension line leak used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.